Manufacturer narrative:
Customer service sent the customer a new pump and requested their old pump be returned to medela for testing/analyzing. The customer responded to the complaint handler on (B)(6) 2026, she developed mastitis on (B)(6) 2026 and was prescribed antibiotics which she is still finishing. She is no longer swollen and inflamed. Her new pump is working well so far. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 07/15/2026 and it passed suction and cycle specifications. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].

Event description:
On (B)(6) 2026, the customer alleged to medela llc that her sonata breast pump had an error message on the screen. She additionally reported that she had mastitis within the last week and was prescribed antibiotics.